Event description:
It was reported that the atrial lead exhibited noise which resulted in inappropriate auto mode switch episodes. The noise was not reproducible with isometrics or pocket manipulation. The patient would be monitored.

Manufacturer narrative:
(B)(4).